Event description:
It was reported that the pt underwent an omf procedure approx 70 months ago using rhbmp-2/acs. It was noticed 7 months post-op that the patient's bone was decreasing.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.